Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19feb2020.

Event description:
The customer reported the unit will not power on when the battery is not plugged in. There was no patient involvement. The manufacturer's technical services (ts) confirmed the reported issue. The customer was provided with the part number for the power management (pm) board. The customer replaced the defective pm board to address the reported problem. The unit successfully passed the required performance verification test.